Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the white tip of the cap broke off of the smartsite while the nurse was administering a 10ml flush on a small bore subclavian central line. There was no patient harm.

Manufacturer narrative:
The report of the smartsite breaking off was confirmed. The white cap of the smartsite valve was noted to be broken off from the valve body and remained inside the tip of a near-empty 10ml flush syringe. It was observed that the breakage had occurred below the weld line between the cap and valve body; the break site was flush with the bottom edge of the cap. Magnified inspection revealed a jagged, stressed area at the location of breakage. There were no cracks or other damages observed on the syringe tip. The cause of the reported failure was not determined.